Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which if off label usage of the device on (B)(6) 2023. On the same day the sensor was inserted, the patient mentioned he was ¿high¿ on the cgm. The patient felt dizzy, was vomiting, and was taken to the hospital by his brother. At an unknown point during the event the cgm reading was 375 mg/dl, and the blood glucose reading was 575 mg/dl. The patient was admitted in the hospital for a total of 3 days, the patient did not remember how much insulin was given for treatment, but treatment was received. At the time of the report the patient was stable. The patient was contacted in order to obtain more information regarding the cgm, and blood glucose readings and the treatment received, but the patient declined to provide any other information. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.